Manufacturer narrative:
Product ID 3093-28, lot# v380835, implanted: 2009 (B)(6), product typ lead, product ID 3037, serial# (B)(4), product typ programmer, patient. (B)(4).

Event description:
It was reported the patient had low back pain in the past 3 days that had become 'shooting.' The device was on the right side and the patient could not tolerate any pressure, neither sitting nor sleeping, on that side. The area around the device was not red, bruised, or swollen, and it was unknown if the device was causing the pain. The patient also had a loss of bladder control after hitting the device on a pipe in the laundry room 1 month prior. The patient had been feeling stimulation in the correct location in the past month though after the trauma. In the past week the patient's bladder symptoms had increased. The patient had an appointment with her health care professional on (B)(6) 2012. Additional information has been requested, a follow-up report will be sent if additional information becomes available.